Manufacturer narrative:
Collected information is currently analyzed. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
During the service (performed by an arjo technician) scale detached from the maxi move device. The event happened during device testing. The functional test showed that the lift dummy block (attachment scale to the lifting arm) became loose and led to scale detachment. The part was replaced by an arjo technician. No patient was involved. No injury occurred. The warning included in the instruction for use for scale contains information that: - mandatory daily checks:¿ check that all external fittings are secure and that all screws and nuts are tight.¿ to sum up, while the event occurred the arjo device was not used for the patient¿s handling. The scale detached from the device, during service. The complaint was decided to be reportable in an abundance of caution due to information that scale detached from the device.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the scale detached from the device. No patient involvement or injury reported. The failure was found by arjo technician during preventive maintenance service.